Event description:
Healthcare professional reported right side device "rupture". Additionally reported capsular contracture, baker grade iii. The device has been explanted and replaced.

Event description:
Healthcare professional reported, right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade unknown.the device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening extended on posterior and observed 40 mm dark patch edge material inside gel device. A visual and microscopic analysis was performed which identified: striated opening on posterior, sharp broken on radius assessed as a surgical impact opening, for the stress mark in the shell and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as a surgical impact opening. Missing shell assessed as inconclusive a striated opening on posterior assessed as surgical damage.